Event description:
It was reported that a review of the log files found that on (B)(6) 2022 the driveline was connected with a default time stamp of (B)(6) 2001 at 01:00. The log file contained low flow events and a loss of power to the mobile power unit (mpu) that caused the external backup battery to power the system. The last event in the log file showed that the driveline was disconnected. Related MFR report #: 2916596-2022-10840.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: serial number of device was requested but not provided. Manufacturer's investigation conclusion: the reported event of the heartmate ii system controller (serial number: unknown) not being properly maintained was confirmed via evaluation of the submitted log file. The log file revealed that the controller was powered on 29mar2022; however, it was not connected to the driveline and did not appear to be in patient use at this time. The controller was not properly powered down following its last recorded event at 11:32 on the same date, which eventually caused the backup battery to fully deplete and therefore reset the controller¿s clock. The controller was observed to have been connected to the driveline sometime after the clock had reset. The pump maintained a speed above the low speed limit while the driveline was connected. Per the heartmate ii patient handbook, patients are advised to have their hospital contacts charge the backup controller¿s backup battery, perform a self-test on the backup controller, and ensure that the backup controller¿s settings are identical to the primary controller¿s at least once every six months. The heartmate ii system controller was not returned for evaluation, and the root cause of the reported event was determined to be failure to regularly maintain the backup system controller per recommended guidelines and labeling. The heartmate ii instructions for use section titled ¿the backup system controller¿ provides instructions on how to properly maintain the backup system controller¿s readiness. This section states that the backup system controller should be assessed once every six months, and that the controller must be connected to external power to recharge the ¿sleeping¿ backup battery. The heartmate ii patient handbook section 10 ¿safety checklists instructs users to, at least once every six months, contact their hospital contact to charge the backup battery within the backup system controller, perform a self-test on the backup system controller, and ensure that the backup system controller¿s settings are identical to those of the primary system controller. The heartmate ii patient handbook section titled ¿emergency contact list¿ cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.